Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer woke up with blood glucose at 134 mg/dl. Customer mentioned the sensor triggered auto suspend when customer's sensor glucose was at 58 mg/dl. Customer then checked her blood glucose was 117 mg/dl and sensor glucose was 41 mg/dl. After troubleshooting, customer will not be returning the sensor for analysis.